Event description:
A hospital nurse reported that the video image went blank at the beginning of a colonoscopy procedure as the colonoscope was passed into the sigmoid colon. In an attempt to trouble shoot the problem during the procedure, the nurse inspected the cables connecting the video processor to the colonoscope. However, the image could not be restored and the scope was subsequently removed without complications. The pt was rescheduled to return for another procedure.